Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. Customer¿s blood glucose was 41 mg/dl. Customer reported that went into 2 hour warm up and it was up it asked for blood glucose went to do that didn't know what to do put in strip and nothing happened read manual and nothing in the manual. Insulin pump is not expected to return for analysis.